Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a history/settings (inaccurate delivery) issue. It was alleged that the patient¿s blood glucose levels were above 250 mg/dl but below 500 mg/dl, which does not meet animas criteria for an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 07/23/2014 -device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a review of the pump history showed that the last basal delivery was on 04/17/2014, no activity outside of normal use is observed. The total daily doses added up to correctly reflect the user¿s programmed basal rates. During testing, the pump reflected 24u after 24hr on 1u/hr basal program. The product delivered within specifications. Unrelated to the complaint, the display screen was dim and faded.